Event description:
The foreign distributing customer reported that a user facility returned an electromechanical ambulatory infusion pump, stating that it alerted ER.u (under delivery). The customer returned the pump for repair. There is no report of pt injury.